Manufacturer narrative:
Device evaluated by MFR: inspection and testing of needle (a7003) confirmed the complaint. The I-thaw issue and muscle contraction reported was linked to an electrical fault in the needle. Electrical (hi-pot) testing confirmed the electrical failure. The needle was disassembled to determine cause. It was noted that the insulation on the heater wire was damaged causing it to touch the inner spring leading to the interrupting current leakage in this point. Further internal investigation is being completed to address this issue and reduce the likelihood of such incidents in the future. We will continue to monitor all product complaints for any potential trends related to this issue.

Event description:
It was reported that during a cryoablation procedure using three ice rod cx needles, the patient exhibited muscle stimulation and the icefx system displayed an I-thaw error message in channel 1a. The procedure was completed using passive thaw after the second freeze cycle. It was further reported that during test, one needle displayed an I-thaw error message in channel 1. The needle was moved to channel 4 and retested with no issues and proceeded with the case. The first freeze cycle was conducted successfully. After two minutes of passive thaw, I-thaw was engaged. The patient was under conscious sedation and complained about sharp pain. I-thaw was stopped and each needle was started to identify which was causing the issue while passive thaw continued. Due to continued switching of channels during troubleshooting, it could not be identified which needle was the source. At the request of the patient, a second freeze cycle was performed. The muscle stimulation occurred again and was described as more pressure than pain; therefore the freeze cycle was completed. Passive thaw was then used to remove the needle. The doctor reported the patient was discharged with no issues.

Event description:
It was reported that during a cryoablation procedure using three ice rod cx needles, the patient exhibited muscle stimulation and the icefx system displayed an I-thaw error message in channel 1a. The procedure was completed using passive thaw after the second freeze cycle. It was further reported that during test, one needle displayed an I-thaw error message in channel 1. The needle was moved to channel 4 and retested with no issues and proceeded with the case. The first freeze cycle was conducted successfully. After two minutes of passive thaw, ithaw was engaged. The patient was under conscious sedation and complained about sharp pain. Ithaw was stopped and each needle was started to identify which was causing the issue while passive thaw continued. Due to continued switching of channels during troubleshooting, it could not be identified which needle was the source. At the request of the patient, a second freeze cycle was performed. The muscle stimulation occurred again and was described as more pressure than pain; therefore the freeze cycle was completed. Passive thaw was then used to remove the needle. The doctor reported the patient was discharged with no issues.